Manufacturer narrative:
There was no product malfunction in connection with this event. The user inadvertently dropped the bottle of reagent resulting in the spill and a laboratory employee may have inhaled reagent vapors. Per the microscan hnid indole reagent safety data sheet, the product is considered flammable and corrosive and has an unpleasant odor. Hnid indole is harmful if swallowed, harmful if inhaled, may cause respiratory irritation, and causes severe skin burns and eye damage. The following precautionary statements are included: "avoid breathing vapours" and "if inhaled: remove person to fresh air and keep at rest in a position comfortable for breathing." No further action is required. (B)(4).

Event description:
It was reported that a laboratory employee became sick after dropping a bottle of b1015-15 hnid indole reagent. The employee who dropped the bottle was wearing appropriate personal protective equipment. The reagent did not come into contact with the employee's skin, eyes, or clothing. However, the employee may have inhaled the reagent vapors. The spill was cleaned in accordance with their laboratory protocol. The employee immediately felt faint and dizzy from the odor and then vomited. The event occurred at around 10am. The customer reviewed the safety data sheet and instructed the employee to go to a well-ventilated area. Approximately an hour after the event occurred, the employee fainted and was taken to the onsite emergency room where she continued to throw up until 5 pm. The employee was prescribed zofran and was discharged the same evening.